Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood . The customer's blood glucose 239 mg/dl, 339 mg/dl, 200 mg/dl to 400 mg/dl. The customer was treated with the manual injection. There was no delivery alarm. The customer declined the high blood glucose troubleshooting because customer just changed the set. The insulin pump has been making noise all night long. The product will not be returned for analysis.